Event description:
It was reported that insulin gauge displayed an amount different than expected and pump showed a static fill estimate despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education from Technical Support that this issue could occur due to varying pressure measurements used to calculate remaining insulin and was informed that once actual insulin amount matched the static value, the estimate would resume counting down normally, and caller understood and acknowledged the explanation.